Event description:
Reportedly, the transducer leaks. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: priming solution was visible but no blood was found inside the returned devices. Leakages were confirmed around weld area of flush devices during leak test at pressure 300mmhg. The caps were welded to flush device housings. Energy lines around weld area of flush device were melted. One crack, approximately .2" in length, was also found at the weld area of both flush device housings, however leakages did not occur through the cracks. The reported defect was confirmed to be a manufacturing defect. Pressure tubing was found completely detached from the uv bond joint of the vamp adult reservoir. Half of broken tubing was not returned with the system and the other half was still inside reservoir tube housing. Rough surface was observed at broken tubing end. It appears that the bond joint was not sufficiently secured due to inadequate uv adhesive. An investigation was opened for this issue and multiple corrective actions were implemented. These include: in-process changes, adjustments of fixtures, replacement of type of bonding, updated preventative maintenance, and new process specifications/alert limits for pull strength values. A device history record review was completed and documented that the device met all specifications upon distribution.